Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that mixing pump. Case data confirms 113 alerts. Mixing pump was serviced. Leak on chiller pump o-rings was observed. Unit is scheduled for 2k pm. Chiller pump o-rings were replaced. Circulation pump was serviced. Heater, drain valves, manifold o-rings, tank tubing and coin cell battery were replaced. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed called and stated that the nurse had reported a 113 alert in an arctic sun device and they brought the unit down to biomed and turned it on and it was leaking from the bottom. Per additional information update from ttm on 06jun2025, biomed had loaner device leaking from the bottom. Per review of work order, recommended to drain the unit and refill, it was possible the nurse overfilled the unit.

Event description:
It was reported that the biomed called and stated that the nurse had reported a 113 alert in an arctic sun device and they brought the unit down to biomed and turned it on and it was leaking from the bottom. Per additional information update from ttm on 06jun2025, biomed had loaner device leaking from the bottom. Per review of wo, recommended to drain the unit and refill, it was possible the nurse overfilled the unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.